Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the right atrial lead exhibited multiple episodes of noise and noise reversion. The noise was not reproducible with isometrics. Programming changes were made. The patient was stable throughout and will continue to be monitored.